Event description:
It was reported that the patient had stimulation on 0v and was still feeling stimulation. This started for the last two to three days; the device had not been working like it should. The patient had three programs and had only decreased one of them down to 0v, the patient was walked through turning stimulation down to 0v on all programs and then they seemed to feel less stimulation. The patient was still in pain and wanted a physician in the area since they were traveling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).